Manufacturer narrative:
(B) (4). (B) (4). The device was received for analysis with no visual non-conformances and with five fully fired reloads present (two whites, two gold, and one blue). Additionally a blue partially fired cartridge reload was received loaded on the device. A partial fire can occur if the firing sequence is interrupted, the device is opened and then closed and firing is resumed, causing the device to lock out. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. 2 cartridges received ecr60w; b, c batch f5v13d fully fired; 2 cartridges ecr60d; d batch f5v44c fully fired; e batch f5vc6w fully fired; 1 cartridge ecr60b; f batch f5vl4m fully fired; several b form staples found on the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the affiliate that during a laparoscopic assisted distal gastrectomy procedure, the device was first used to resect the duodenum with a blue cartridge. The doctor felt the firing was a little hard but the staples were formed properly. Next, the gastric body was resected with gold cartridges twice. For the roux-en-y, the jejunum was resected with a white cartridge. A white cartridge was also used for the y anastomosis. Some staples of the acral part on one side of the site were unformed at the y anastomotic site. The doctor commented that the jejunum had been a little thicker than usual but the tissue had not been piled up when the jaw had been closed. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returned. (B) (4). (B) (4).